Event description:
Reporter noted fragmatome tip became heated and burned sclera, incarcerating vitreous into sclerotomy. Changed tip on frag handpiece to complete procedure; no further complications noted. Felt this could cause injury if it recurs. Prognosis reported as guarded.